Event description:
It was reported, that during the unk surgery. After fired, noted, that a few staples formed with irregular shapes. And anastomotic site was oozing. To stop oozing with compression hemostasis. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2024. D4: UDI: as the serial number for the device involved in the event was not provided. The full UDI is currently not available. An analysis of the product could not be performed, since a physical sample was not received for evaluation. A manufacturing record evaluation was performed, for the device lot e23100008. And no non-conformances were identified. Additional information was requested and the following was obtained: was there any other issue noted, with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? A few staples malformed. How was the bleeding controlled? Compression. How much blood was lost (ml)? Unknown. Not much. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient, as a result of the event? No.